Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis confirmed the field allegation of a kind and bend in the proximal portion of the lead. Visual inspection found that the outer coil was deformed, which was determined to likely be due to overtightening of the suture on the suture sleeve.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture. A revision procedure was performed where the lead was viewed under fluoroscopy and it appeared that it had not dislodged. During the revision procedure, the helix would not extend once retracted. The physician observed that there was a kink and bend in the proximal portion of the lead that was under the previous tie-down. It was assumed that this was the reason for why the helix would not extend and the physician requested that a new lead. This lead was explanted and no additional adverse patient effects were reported.